Event description:
The patient reported that 5 of thev-go devices fell off after 7 hours of wearing them. The patient stated she does prepare the back of her arm with an alcohol wipe and lets it dry prior to attaching a device. The patient avoids placing v-go in areas that have excess skin, muscle, bone, and scaring. The patient stated there was no interference with clothing but patient was working outside and sweating a lot when each of these v-go devices fell off. The patient stated she did not experience any symptoms.